Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way foley catheter was received. Visual evaluation noted no obvious defects. It was attempted to inflate the balloon with a methylene blue and water solution and it immediately leaked from a pinhole measuring 0.019" in the balloon surface. No missing pieces were noted. This is a failure per inspection procedure which states that pinholes in the balloon are not permitted. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be tooling damaged (core pins). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities should balloon rupture occur, car should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient due to balloon damage, this occurred on the day after placement. Per additional information from the ibc via email 09may2020, upon observation of the sample there seems to be a tear on the catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient due to balloon damage, this occurred on the day after placement. Per additional information from the ibc via email 09may2020, upon observation of the sample there seems to be a tear on the catheter balloon.